Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided information on how to perform a pump reset. The customer was advised to continue using the pump and to call back if the malfunction code recurred.